Event description:
Coiling treatment of a mca aneurysm. It was reported that the coil was not frame well in the aneurysm and the physician decided to remove the coil. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil was found detached. (B)(4).